Manufacturer narrative:
Concomitant products: dtba1d1 device, implanted: (B)(6) 2014, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that post pace t-wave oversensing (twos) from the right ventricular (rv) lead was observed during a follow-up visit, along with three stored episodes of non-sustained ventricular tachycardia that captured twos pose pace as well. It was noted programming adjustments would be made at the next visit. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.